Manufacturer narrative:
Imdrf codes must be updated.

Event description:
Imdrf codes must be updated.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305540 . Batch # 4085018. It was reported that the bd syringe allergy 1ml w/ndl 27x1/2 rb needle went through the shield. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Customer states that when she went to pull the cap off of the needle, the needle was bent through the cap and this caused a clean needle stick. The needle actually hooked into the customer's finger and it was extremely painful. No medical attention was needed. Ref number: 305540; lot number: 4085018. Customer has defective needle to return if needed.